Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements along with evidence of oversensed noise. The device was reprogrammed and the patient was scheduled for a lead revision. Surgical intervention was performed and the rv lead was capped and replaced. The device remains in service. No additional adverse patient effects were reported.